Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the IFU. However, a definitive cause could not be determined. The event can be detected and prevented by following the instructions for use which state: inspection method is described in the operation manual jf type 260v,tjf type 260v chapter 3 preparation and inspection prevention method is described in the reprocessing manual jf type 260v,tjf type 260v chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign objects on the plastic distal end cover and forceps elevator. There were no reports of patient involvement.